Manufacturer narrative:
Additional information: b3: date of comment used as event date. D6: estimated implant date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and vision loss are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and vision loss are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular microbypass stent patient reported that postoperatively following a cataract plus trabecular microbypass stent procedure in (2018), the patient''s operative eye "didn''t change" and reportedly is "blind in the eye" the stent was placed. The report also noted that "pressure is still way too high." Any omitted information was not available through follow-up at the time of report.